Event description:
It was reported that the customer's insulin pump alarmed during rewind. The blood glucose reading was 180mg/dl. Troubleshooting was performed, and the drive support cap did not appear to be damaged. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.